Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed the self test with the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A set of electrodes with an unidentified lot number was returned to zoll medical (B)(6), where the reported problem was observed. Analysis for reports of this type has not identified an increase in trend.